Event description:
It was reported that during the use of the product, leakage of air from the cuff was observed. No patient injury reported.

Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.